Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 4.5 years post initial left tka, the 64 y/o female patient returned to surgeon's office with complaints of pain, swelling, instability, and dissatisfaction with their tka. The patient has a recalled implant. Upon examination, the patient was scheduled for a revision tka possible poly swap. The patient had revision surgery on (B)(6) 2023. The patient underwent a poly tibial insert swap. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos & x-rays received. The devices are not available for evaluation as they were discarded by the hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 . MDR section codes updated/corrected: a, b, c, d, e, g. The reason for the reported revision due to instability cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Subluxation and dislocation are known risks, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.